Event description:
Event description this implantable pulse generator (ipg) was returned to cpi for normal battery depletion. During routine returned product testing, it was discovered that this ipg would not communicate with the 2035 programmer and the vista software module.